Event description:
Allegedly revised due to aseptic loosening socket; aseptic loosening stem.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-01874. The event code is addressed in the package insert.